Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# mw5059384 that guidewire fracture occurred. The target lesion was located in the anterior tibial artery. A 300cmx10cm fathom¿ -14 guide wire was selected to advance. During the procedure, the physician attempted to recannulate the occluded target lesion; however, it was noted that tip of the wire was disconnected and remained in the occluded branch of the artery. The fragment was impossible to remove. No patient complications were reported.